Manufacturer narrative:
The device was returned for analysis. The reported contamination was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified one other similar incident reported from this lot. However, this is not a lot specific product quality issue. The investigation determined that operational context is the likely cause of the reported difficulties. The device was sent to fourier transform infrared spectroscopy (ftir) for further analysis of the contamination. Ftir conclusion found that the loose fiber wrapped around the proximal core was cellulose or plant based (cotton ball or kimwipe fibers). It is likely that the fibers found on the device occurred with a cleaning wipe or similar material used during the procedure. The noted bends are likely due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional ht whisper guide wire device referenced is filed under a separate medwatch report number. Na.

Event description:
It was reported that the procedure was to treat the left anterior descending artery and right coronary artery. Two whisper ms guide wires were used in the procedure and it was confirmed that no fluff/fabric was noted on the guide wires prior to entering the anatomy as it was prepped and inspected per the instructions for use. It was confirmed that the guide wires were not removed at any point during the procedure to be wiped down. However, once removed out of the anatomy as the procedure was completed, fabric/fluff looking material was noted on both guide wires. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.